Event description:
Customer reported potassium 50meq/250ml (B)(4) hung at 12:30 to infuse over 5 hours. Pump module was programmed 50ml/hour with 250ml to infuse. At approx 13:40, the nurse went into the pt's room to check an alarming pump and found the potassium secondary infusion empty, the balance on the pump still read approx 182ml. Physician staff evaluated the pt. The pt had no cardiac arrhythmias or dysrythmias. EKG done as ordered. The pump was set aside so, it could be checked by biomed. The pump was found to have a broken door and it had been used in that condition during the reported event. The pump was sent to the biomed dept where it was repaired, tested and put back to service. Multiple attempts to contact the clinical source for further pt and event info have been unsuccessful. Although requested, no add'l info was available. Reviewed with customer need to check the device for any damage before use as instructed in the device directions for use.

Manufacturer narrative:
(B)(4). Pt info requested and all available info is included. This report was filed by the MFR. The device was not returned for investigation; however, the serial number was provided. Review of the device history record is forthcoming. A f/u report will be submitted with any relevant info.